Event description:
The customer reported to umano medical representative that the bed is not sending signal to the hospital's nurse call system. There was no patient involvement.

Manufacturer narrative:
Umano medical initially received a complaint regarding a malfunction in the bed exit system, specifically that the signal was not reaching the nurse call station. During a remote troubleshooting session with the client, the issue was identified as a failure of the electronic main board. A replacement part was promptly shipped to the client on 2024-08-09 to facilitate the repair. A preliminary medical device report (MDR) was proactively initiated, although confirmation of the completed repair had not been received at that time. Despite multiple follow-up attempts via email and telephone, the client did not confirm whether the repair had been carried out. The most recent follow-up, conducted on 2025-06-06, was also unsuccessful. However, given that 10 months have passed since the replacement part was shipped, and considering that the manufacturer made five follow-up attempts using various communication methods, it is reasonable to conclude that the repair was completed and that the device is now functioning as intended. Based on the available information, umano medical confirms that the root cause of the issue was a failure of the electronic main board component.